Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The mitraclip was inserted, and grasping was performed, reducing mr to a grade of 1. It was noted that during the procedure, due to a lot of tension of the device, the physician felt when applying the +/- keys, the steerable guide catheter (sgc) was difficult to position and had a delay in movements, exerting a great deal of tension on the valve leaflets. The clip delivery system (cds) was inserted but was also difficult to position. The clip was able to grasp both leaflets and was deployed. However, after deployment, it was observed the clip perforated one of the leaflets. The clip noted to still be stable. During removal of the cds through the sgc, resistance was felt. The physician attributed the difficult removal to both the sgc and cds. Both devices were able to be removed and no additional clips were implanted. Mr was reduced to a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to remove the cds from the sgc, difficult positioning, and tissue injury appear to be related to the procedural condition due to tension on the device. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.